Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up when post sensed t wave oversensing resulting in patient receiving inappropriate high voltage therapy was observed. The device was reprogrammed. The patient condition was fine.